Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Estimated blood loss was 200ml's. The pt was given antibiotic, 'ancef' as a precaution. There is no other known ill effect to the pt. Sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.